Event description:
The doctor reported the implant was removed due to osseointegration failure, one month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Local infection, periodontal disease, bone resorption, peri-implantitis, pain and abnormal sensation around the implant placement were observed during the implant removal surgery. The patient will need another surgical intervention.